Event description:
It was reported by service report that the fowler was stuck and cannot be laid flat. The customer withheld the info if there was pt involvement of there were adverse consequences to report.

Manufacturer narrative:
Fowler weldment. MFR's investigation is still ongoing; if add'l info is rec'd, a f/u report will be submitted.